Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe since it is not related to the device. Lump, nodule-ndr: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side ""I am contacting you regarding the issue of the operation performed on me to remove allergan implants, the integrity of which was compromised." Later reported "condition after breast arthroplasty. Signs of intracapsular rupture of the left breast transplant. Seromas on both sides (moderate on the left). Diffuse mild fibrous mastopathy on both sides. Left breast formations are probably fibroadenoma" by MRI. Device has been explanted.

Event description:
Patient reported left side ""I am contacting you regarding the issue of the operation performed on me to remove allergan implants, the integrity of which was compromised." Later reported "condition after breast arthroplasty. Signs of intracapsular rupture of the left breast transplant. Seromas on both sides (moderate on the left). Diffuse mild fibrous mastopathy on both sides. Left breast formations are probably fibroadenoma" by MRI. Device has been explanted.

Manufacturer narrative:
Continued h.6 health effect impact code: f2203 imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, seroma-late.